Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2015 with the following findings: the returned battery cap was used for investigation. A review of the black box revealed call service 078-0008 alarms. The rewind, load and prime steps were successfully performed on the pump. The pump was exercised for 24 hours with no alarms. Unrelated to the complaint, the battery compartment was found to be cracked along the side of pump and from case seal to bumper pad. The battery compartment was also cracked near the top right corner of display. The battery compartment was found to be leaking during a leak test. Moisture was also observed in the display. The pump was opened and moisture damage was found on pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.